Event description:
It was reported that customer experienced cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset steps, and successfully restarted sensor session after error did not reappear.